Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va237ap, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3389s-40, lot#: va237ap, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the left hemisphere lead was programmed, but the patient¿s tremor was not sufficiently controlled. The left lead was fully explanted and revised to improve tremor control. The lead was not going to be returned.